Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced premenstrual syndrome ("pms"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), dysmenorrhoea ("dysmenorrhea (cramping)") and polymenorrhoea ("frequent periods"). In 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("coil embedded in uterus"). The patient was treated with surgery (supracervical hysterectomy). At the time of the report, the embedded device, device expulsion, premenstrual syndrome, mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, polymenorrhoea and alopecia outcome was unknown. The reporter considered alopecia, device expulsion, dysmenorrhoea, embedded device, menorrhagia, mood swings, polymenorrhoea, premenstrual syndrome, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2019 (coil embedded in uterus is gone). Procedure: supracervical hysterectomy (uterus only). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: unilateral occlusion (right tube occluded), one of the coils had come dislodged and was in uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: pfs received: previously reported event "injury to herself" updated to "coil embedded in uterus", events "pms, mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), vaginal discharge, frequent periods, hair loss", reporter, lab test added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced premenstrual syndrome ("pms"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy periods"), dysmenorrhoea ("dysmenorrhea (cramping)") and polymenorrhoea ("frequent periods"). In 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("coil embedded in uterus"). The patient was treated with surgery (supracervical hysterectomy). At the time of the report, the embedded device, device expulsion, premenstrual syndrome, mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge, polymenorrhoea and alopecia outcome was unknown. The reporter considered alopecia, device expulsion, dysmenorrhoea, embedded device, menorrhagia, mood swings, polymenorrhoea, premenstrual syndrome, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2019 (coil embedded in uterus is gone). Procedure: supracervical hysterectomy (uterus only). Discrepancy noted on essure inertion date (B)(6) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: unilateral occlusion (right tube occluded),one of the coils had come dislodged and was in uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter added from medical records. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced premenstrual syndrome ("pms"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia) / heavy periods"), dysmenorrhoea ("dysmenorrhea (cramping)") and polymenorrhoea ("frequent periods"). In 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("coil embedded in uterus"). The patient was treated with surgery (supracervical hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, premenstrual syndrome, mood swings, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, vaginal discharge, polymenorrhoea and alopecia outcome was unknown. The reporter considered alopecia, device expulsion, dysmenorrhoea, embedded device, heavy menstrual bleeding, mood swings, polymenorrhoea, premenstrual syndrome, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2019 (coil embedded in uterus is gone). Procedure: supracervical hysterectomy (uterus only) discrepancy noted on essure inertion date- (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: unilateral occlusion (right tube occluded),one of the coils had come dislodged and was in uterine cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-may-2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.